Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported event cannot be conclusively established through this evaluation. It was reported that the patient passed away on (B)(6) 2021 due to aortic dissection. The patient had presented to the hospital with chest pain, and a computed tomography angiography (cta) found a 7.0 cm aortic aneurysm with dissection. There were no surgical or endovascular options for the patient, so the family opted to put the patient on comfort care. It was reported that the device operated as expected, and the death was not considered device related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to aortic dissection. The patient had presented to the hospital with chest pain so a computed tomography angiography (cta) was performed, which found a 7.0 cm aortic aneurysm with dissection. The were no surgical or endovascular options for the patient, so the family opted to put the patient on comfort care. The death was not considered to be device related and the device operated as expected.